Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy.

Manufacturer narrative:
A review of a customer provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer and following additional information was provided: the image depicted a frayed cable. Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have damaged grip cable at distal end.